Manufacturer narrative:
Review of the log files show that the alarms mentioned were visible. The device passed the inspiratory valve test. Gas path test shows that o2 valve is leaking 23.6l/min. The root cause was determined to be a defective o2 dosing valve. As a resolution, the o2 valve has to be replaced. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that the device has oxygen related issues. While the device was connected to the hose with high pressure oxygen, the following alarms were active 379 and 387. No o2 dosing possible, 300 and 317. Device in failsafe, 401. Inspiration valve or device leaky. Medical intervention was needed due to the alarm. Customer confirmed that there was no patient harm associated with the event.